Event description:
It was reported that the patient had a revision of an accolade ii hemiarthroplasty due to periprosthetic fracture and was converted to a restoration modular hemiarthroplasty.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient had a revision of an accolade ii hemiarthroplasty due to periprosthetic fracture and was converted to a restoration modular hemiarthroplasty.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade ii stem. It was noted that the device is not available for evaluation due to hospital policy. The exact cause of the event could not be determined because insufficient information was provided.